Manufacturer narrative:
The report event of impedances issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Since no device information was returned a DHR in not possible.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. As such, surgical intervention took place on 17aug2023 wherein it was noted that there were high impedances on the lead. In turn, the lead was explanted and replaced with a new lead addressing the issue.